Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No sample was returned for ¿not cutting.¿ the machine setting was initially selected for a 20 gage. The machine setting was changed to a 23ga and the probe then cut well. The customer also indicated several occlusions present during the surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted the complaint evaluation does not confirm the probe did not cut properly after the machine setting was reset to match the device gage. The occlusions were eliminated by using the reflux feature. The probe met specification. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the vitrectomy probe would not cut and there was an occlusion at the tip of the probe. It was discovered during a phone consultation with a company representative, the doctor was using the 20ga setting while using a 23g vitrectomy probe. The selection was changed to reflect 23ga mode and the probe cut well. It was recommended to change modes and use reflux to resolve the occlusion issue. The case was completed without further incident. There was no harm to the patient.